Event description:
It was reported that additional log files, reportedly from the patient's new primary controller, were submitted for review and the event log started with controller clock corrupt events on (B)(6) 2000 and continued until (B)(6) 2000 then the date shifts to (B)(6) 2020 at when the clock was reset to the correct date and time. The clock corrupt has only been seen when there is a total loss of power to the controller including the backup battery in the controller. However, the log does not go back far enough to verify that.

Manufacturer narrative:
Section b5: correction the year 2000 is recorded when the clock is corrupted/not synchronized. (B)(6) 2000 is the default year for the controller¿s clock and if the controller power is removed (external and ebb) the clock always starts with (B)(6) 2000 which is presented as a controller clock corrupted. This complaint is already closed and the controller clock corrupted alarm has been addressed in the summary. Once the clock was properly synchronized the alarm cleared. Manufacturer's investigation conclusion: the reported event of a controller clock corrupted alarm recorded in the log file was confirmed based on the provided event and periodic log files. The data captured in the event log file revealed that the controller¿s clock was corrupted and it was synchronized on (B)(6) 2020 at 10:37 am. The data recorded before (B)(6) indicated that the system maintained the desired set speed with no interruptions and there was a controller clock corrupted alarm which cleared after the clock was properly synchronized. The remaining data (from 10:37 am to 4:41 pm on (B)(6) 2020) did not reveal any atypical alarms/events. The information recorded in the periodic log file suggested that the controller was connected to the system with the clock not being set/synchronized. The controller operated approximately 10 days before the clock was set on (B)(6) 2020. The system maintained the desired set speed with no interruptions and there were no atypical events besides the controller clock corrupted alarm. A specific root cause for the controller¿s clock not being set was not able to be determined. The system controller serial number (B)(6) was not returned for evaluation. The provided log file revealed that the clock was properly synchronized/set on (B)(6) 2020. Per additional information no further alarms have been reported and the patient is stable at home. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ explains all alarms, including controller clock not set alarm, and what actions to take when they occur. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. In section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided, a supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient changed his primary controller over the weekend, but cannot actually describe if it was alarming at the time. He was outside in the rain and said it got wet and he took it off to let it dry. Technical services reviewed the log files and saw the controller was connected to power on (B)(6) 2020 and noted some no external power events from both power leads disconnected. In addition, it showed the driveline disconnected/low flow/lvad off for the remainder of the log except for the last few lines where the controller clock reset to default. There were some power faults as well as some comm faults. This may explain why it looks as though the pump is off with speed/flow/power at zero for the pump. The alarms were audible and visual. Additional log files, reportedly from the patient's new primary controller, were submitted for review and the event log started with controller clock corrupt events on (B)(6) 2020 and continued until (B)(6) 2020 then the date shifts to (B)(6) 2020 at when the clock was reset to the correct date and time. The clock corrupt has only been seen when there is a total loss of power to the controller including the backup battery in the controller. However, the log does not go back far enough to verify that. Related manufacturer reference number for initial primary controller: 2916596-2020-03436.